Event description:
The facility reported an infusion pump with a failure code 570. It was not specified if this failure occurred while infusing. The facility's rep stated that no pt injury was associated with this report and no incident reports were filed since the last baxter service event.

Manufacturer narrative:
The device involved was requested for evaluation.